Manufacturer narrative:
Trackwise ID # (B)(4). The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
Complaint of the customer : "based on internal observations and investigations, we suspect that the vascular prothesis intergard woven hemabridge has an increased infection rate. Today, we have reported this assumption to materiovigilance swissmedic." Additional information received on 09/12/2019: as part of a cardiac surgery study on the cause of thoracic prosthesis infections, 50 patients with prosthetic infections and their possible causes were examined over a period of 5 years (2014-2019). It was found that out of 50 infections 25 patients had received an intergard prosthesis. Of the 25 affected patients, 6 deceased. The report is one in a series of 25 reports.

Event description:
Complaint of the customer : "based on internal observations and investigations, we suspect that the vascular prothesis intergard woven hemabridge has an increased infection rate. Today, we have reported this assumption to materiovigilance swissmedic." Corrected data: additional details following new information received on 30 oct 2019: there is no patient incident related to the product hew2410bridge s/n (B)(4) lot 12l15. This product was used for experimental findings (in vitro tests).

Manufacturer narrative:
Trackwise ID #(B)(4). Corrected data : block event, device evaluated by MFR are corrected in accordance with an email received on october 30, 2019. Blocks patient identifier, adverse event or product problem, outcomes attributed to adverse event, date of event, type of reportable event, are no more applicable, see explanation in the narrative part below (h1 is therefore completed to allow the automatic sending of this report). The initial report was the first one of a series of 25 reports. The quantity of initial reports to be made in relation with the cardiac surgery study was based on the information collected by our company representative on 12 september 2019 which mentioned 25 infections. In terms of identification, only one serial number was provided at that time when reported on sept.10th, 2019 : s/n (B)(4) lot 12l15. As part of our investigation, we contacted the hospital to obtain more information on the 25 cases. Following this request, we received an email from the hospital on 23 october 2019 explaining that the study was only on 23 prosthetic infections with 22 products involved on 22 patients (please note that one patient has 2 infections at different dates on the same product). Twenty-two (22) other serial numbers were provided on oct.26th, 2019. On oct.30th, 2019, it was confirmed by the hospital that the product hew2410bridge s/n (B)(4) lot 12l15 (product associated with the initial MDR 1640201-2019-00074) was used with laboratory tests only . Consequently, there is no infection, no patient involved, no injury and no death associated with this report. Thus, this follow up #2 closes this case. The other reports associated with the 23 infections declared in the cardiac surgery study will be updated in accordance with the progression of the investigation.

Manufacturer narrative:
Trackwise ID# (B)(4). Follow-up report will be submitted once new information is available.

Event description:
Complaint of the customer: based on internal observations and investigations, we suspect that the vascular protein intergard woven hemabridge has an increased infection rate. Today, we have reported this assumption to (B)(6).